Event description:
It was reported that the arctic sun device was unable to generate cold water and based on the diagnostic data it would appear to be a failed chiller. A review of the csv files show that the device heats properly. This device was manufactured in oct2021. They have validated this as a device failure. Device does not heat or cool properly and shows error t4. Per follow up information received via email on 02apr2024, device could be sent back to the manufacturer and still no decision if this device will get repaired. No patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to generate cold water and based on the diagnostic data it would appear to be a failed chiller. A review of the csv files show that the device heats properly. This device was manufactured in oct2021. They have validated this as a device failure. Device does not heat or cool properly & shows error t4. Per follow up information received via email on 02apr2024, device could be send back to the manufacturer and still no decision if this device will get repaired. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.